Manufacturer narrative:
Citation: czerwinska-jelonkiewicz, k. Phd.can tavi patients receive aspirin monotherapy as patients after surgical aortic bioprosthesis implantation? Data from the polish registry ¿ pol-tavi. International journal of cardiology 227 (2017) 305¿311 doi 10.1016/j.ijc ard.2016.11.095 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding aspirin monotherapy after the implant of a transcatheter bioprosthetic aortic valve. All data were collected from multi-center registry between 2013 and 2014. The study population included 827 patients, which were implanted with either a corevalve or one of two non-medtronic transcatheter aortic valves. The study population was predominantly female; mean age 79.31 ± 7.35 years. Serial numbers not provided. Among all patients adverse events included: vascular complications, cerebral vascular accident (cva), transient ischemic attack (tia), myocardial infarction (mi), blood loss, electrocardiogram (ECG) changes treated w a permanent pacemaker, conversion to surgery, mild to severe regurgitation, valve-in-valve, cardiac shock, valve dislodgement and atrial fibrillation (afib). Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.